Event description:
Device malfunction: unseated vessel locator ribbon. Patient impact: difficult to remove device. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy of the common femoral artery after an interventional procedure. Reportedly, after clip deployment the device was difficult to remove. The access ports were used to facilitate device removal from the patient anatomy. Hemostasis was achieved with the clip. Once the device was removed, one of the locator wings was noted to be broken. There were no reported adverse patient effects. No additional information was provided. During evaluation of the returned device an unseated vessel locator ribbon was observed.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: evaluation of the returned device found the tubeset, exchange sheath, thumb advancer, and plunger were still in the post deployment position and not in the proximal position as they would be if the access ports were utilized to facilitate device removal. Further examination of the device indicated that one of the vessel locator ribbons was not properly seated in the pusher body slot. The condition of the vessel locator ribbon can cause difficult device removal as the vessel locator ribbon will not be pulled with the pusher body when it moves proximally to collapse the vessel locator wings. Thus, the vessel locator ribbon may stay in the open position resulting in a difficult to remove condition. As typically experienced for a difficult to remove condition, the removal of the stuck device without retracting the thumb advancer will impart high resistive forces on the vessel locator. As a result, the vessel locator can break, which was observed for this device. Based on the findings of this investigation, a manufacturing deficiency was identified, which is the probable cause for the difficult to remove device reported by the customer. A review of the device lot history record did not produce any findings relevant to this report.